Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Concomitant medical products: item name: z.s.g.m. Cutter 1.5:1 ratio caution: sharp, pn 00770301500/ sn (B)(4). On (B)(6) 2016, it was reported that the device had a bent pressure guide plate. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(4) 2013 where it was reported that he device needed preventative maintenance and the roller, worn bushings, and worn side plates were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The right latching pin was loose. The comb was detached from the unit and significantly deformed and bent throughout. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the detached damaged comb. No ratchet was returned for evaluation. The 1.5:1 ratio cutter, serial number (B)(4), showed slight wear to the roller gear and slight nicks and wear to the cutter blades. The 1.5:1 ratio cutter was tested with the qa mesher and qa ratchet and failed. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4), failed to produce a complete cut and was deemed non-repairable. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was detached from the unit and significantly deformed and bent throughout. The root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with the replacement of the damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device had bent pressure guide plate. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was damaged.